Event description:
It was reported that the patient's right atrial (ra) lead had a confirmed fracture and the patient was experiencing nerve and pocket stimulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead became extrinsically fractured due to melting. If information is provided in the future, a supplemental report will be issued.